Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported passing out during a manicure. The patient¿s cgm value at this time was not reported. Ems was called and when they arrived, it could not be recalled if they performed a bg meter reading on the patient or if they provided the patient with any medication or treatment. The patient was not hospitalized. After the event, the patient¿s cgm was reading 4.5 mmol but the patient ¿believed her bg level was closer to 2.5 mmol¿. However, there was no report of a bg meter reading being taken. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.